Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a sling procedure on an unknown date and mesh was implanted. Following the procedure, the patient stated the device was fitted wrong, too high and too tight and obstructed the urethra. The patient experienced urinary retention for 16 months until the mesh was divided. The patient has also experienced urge incontinence, painful pelvis, groin pain, leg pain, back pain, difficulty walking and uses a crutch and wheelchair. The patient has slept no more than two hours at any one time for 16 months and has felt suicidal due to pain, sleep deprivation and loss of career. Corrective surgery has been required and patient will require removal of mesh.